Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the duodenal papilla during a common bile duct (cbd) lithotripsy procedure performed on (B)(6) 2022. During the procedure, when cutting the duodenal papilla, the cutting wire of the ultratome xl broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken at 2mm from the proximal pierced hole and also it was kinked, which are consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if the cutting wire was preactivated before use which may cause premature cutting wire fatigue and may compromise the cutting wire's integrity. Not verifying that the cutting wire has exited the endoscope while electrical current is applied, and not maintaining direct and constant contact with tissue when applying electrocautery current could also contribute to wire breakage, as well as excessive power which may damage the integrity of cutting wire. Additionally, a kink or bend in the cutting wire can lead to a break. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the duodenal papilla during a common bile duct (cbd) lithotripsy procedure performed on (B)(6) 2022. During the procedure, when cutting the duodenal papilla, the cutting wire of the ultratome xl broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.